Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the closed reduction of the patient's right hip performed prior to the revision which took place at a later date. As reported by the rep on: "patient presented with a disassociated mdm insert from a femoral head following a dislocated mdm hip. Surgeon stated that the patient fell from a deck and dislocated her mdm component, had a closed reduction of the hip joint at another facility..." Spoke to rep, reported there is no additional information.